Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse performed a total service visit which included decontamination of the system. All preventive maintenance parts were replaced. The cse inspected and replaced the reagent probe because the tubing was damage. The cse checked calibration and dispenses. The cse inspected the wash blocks, port dispenses, pumps, tubing and fitting, after which he found no hardware issues. The cse cleaned the luminometer. The cse decontaminated the acid and base lines with cleaning solution. The cse performed monthly cleaning with double strength cleaning solution. The cse ran precisions and quality control (qc), resulting within range. The cause of the discordant, falsely low tni-ultra result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low cardiac troponin I (tni-ultra) result was obtained on one patient sample upon repeat on an advia centaur cp instrument. The sample was repeated in duplicate, resulting lower on the first replicate, and higher on the second. The first replicate result was reported to the physician(s). The sample was repeated twice, on an alternate instrument, matching the initial result and the second replicate. The second replicate result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low tni-ultra result.